Manufacturer narrative:
Unit received with intermittent buttons due to flattened esc dome switch. (Creased) unit passed rewind, basic occlusion test, occlusion test, prime and system sensor test, excessive no delivery test and displacement test.the auto off alarms feature working properly. Unit received with scratched lcd window. Unit received with cracked battery tube threads and reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.